Event description:
It was reported that air bubbles were observed within the canister. Customer reloaded the same cartridge and resumed insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.